Manufacturer narrative:
The investigation is in progress. A sample is expected, but has not yet been received for evaluation. A root cause has not been identified. (B)(4). This report was mailed to FDA on: 04/22/2011. (B)(4).

Event description:
A director of surgery reported that while the physician was instilling balanced saline solution (bss) into the eye to check the incision on the eye, a pop was heard. The needle on the syringe had popped off striking the pt's operative eye. The intraocular implant was dislodged and there was some bleeding at the site. The pt has been sent to a retinal specialist for follow-up. The pt's current condition is unk because the pt had not returned for a follow-up visit.